Manufacturer narrative:
The reported event of helix mechanism issue was confirmed, but the reported event of ¿increased capture threshold¿ was not confirmed. A full lead was returned in one piece for analysis. X-ray examination found over-torque of the inner coil at the connector region consistent with procedural damage. After cutting and cleaning the lead, the helix could be extended and retracted. Specification measurements and electrical testing were normal with no anomalies found. The cause of helix mechanism issue was isolated to the helix being clogged with dried blood, blood on the inner coil, and over-torque of the inner coil.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right atrial (ra) lead exhibited failure to capture. Chest x-ray was performed and confirmed ra lead dislodgement. It was also found that the right ventricular (rv) lead and left ventricular (lv) lead both exhibited increased capture threshold. Rv lead was suspected to be dislodged, but was not confirmed by chest x-ray. During revision procedure, it was attempted to reposition the rv lead, but the rv lead helix exhibited failure to extend after being retracted. The rv lead was explanted and replaced. The ra lead was repositioned during the same procedure on (B)(6) 2023. Patient condition was stable.